Event description:
During cardiomems implant procedure the physician was unable to pass the delivery system through the area of the patient's tricuspid valve where there were also pacemaker leads and the implant procedure was abandoned (see related event in MDR-2023-45953/ 3004936110-2023-01163). There were no adverse consequences to the patient.

Manufacturer narrative:
The following components were received in the return: the delivery system catheter with tethered sensor loaded through hoop and the usb drive. The visual inspection of the length of the catheter showed no abnormalities with the body or hub of the catheter. The returned catheter's outer diameter was found to be within specifications. The visual inspection of the sensor and tethering showed no abnormalities. The tethering pattern was correct when verified against specifications. The sensor showed no gross damage during the visual inspection. The width of the sensor was found to be within specification. The results of the investigation are that no device abnormalities were identified that would have contributed to the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.